Event description:
This report is filed for the patient death. It was reported that two mitraclips were implanted on (B)(6) 2015 in the patient with degenerative mitral regurgitation (mr) reducing mr from 4 to 1. Two weeks after the mitraclip procedure, the patient expired. The cause of death was related to swallowing issues from the mechanical ventilator intubation. The patient had hypoxia, metabolic acidosis, and multi-system organ failure. The physician reported that the mitraclip procedure was possibly related to the patient death, but the mitraclip device itself was not related to the patient death. There were no issues during the mitraclip procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The abbott vascular senior medical advisor reviewed this event and noted that general anesthesia is often used during the mitraclip procedure to safely perform transesophageal echocardiography. Patients may suffer complications from intubation, which include swallowing difficulties and respiratory failure, which can progress to multi-organ system failure. This occurred in this incident after successful clip implantation and reduction in mitral regurgitation. There is no evidence of device issue or malfunction in causing or contributing to the reported swallowing difficulties, hypoxia, acidosis, multi-organ failure and subsequent death. There is no indication of a product quality issue with respect to manufacture, design or labeling.